Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one extended opening, fold creases, yellow particles material was found on the shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp and one opening striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening. One opening striated in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.